Manufacturer narrative:
H4: the device was manufactured from 14jun2019 and 15jun2019. H10: the actual device was received for evaluation containing 139 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow during infusion. The set was filled with 4625mg of 5-fluorouracil and 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.